Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an interventional radiology procedure, a liver biopsy, after inserting the needle, the upper plastic part has become detached. The procedure was completed with no adverse events and the tissue samples were able to be collected.

Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause could not be determined however, it is likely that significant force was applied to the device during clinical use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.